Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect tsh reagent lot 29450ud00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Inhouse testing determined that the accuracy performance is not negatively impacted. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. Based on our investigation no systemic issue or product deficiency of the architect tsh reagent lot 29450ud00 was identified.

Event description:
The customer reported falsely decreased architect tsh results on two patients. Results provided: (B)(6) 2021 sid (B)(6)= 0.04 uiu/ml (heparinized sample), different sample from (B)(6) 2021 under sid (B)(6)= 0.975 uiu/ml, new sample on (B)(6) 2021 sid (B)(6)= 0.99 uiu/ml; (B)(6) 2021 sid (B)(6)= 0.016 / 0.273 / 0.26 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).